Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of keypad not working. Technical support - 1. Provide part number to front case with keypad for them to order. 2. Transfer to the recall support center 888-562-6018 so they may get a recall RMA for the unit to be corrected. Gave part number to keypad and transfer to com to order front case due to recall. Closing case. A review of the device history record showed the device had a manufacture date of 12 july 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support - 1. Provide part number to front case with keypad for them to order. 2. Transfer to the recall support center 888-562-6018 so they may get a recall RMA for the unit to be corrected. Gave part number to keypad and transfer to com to order front case due to recall. Closing case. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device was not returned to manufacturing facility.

Event description:
The customer reported that the device keypad is not working. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of keypad not working. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue - faulty keypad. A review of the device history record showed the device had a manufacture date of 12 july 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device keypad is not working. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device keypad is not working. There was no patient involvement.